Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The indicated lens is qualified for use with the company iii (d) cartridge. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the cartridge tip cracked and made a mark on the lens. The lens was implanted and remains implanted with no reported patient impact. Additional information was requested.